Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported, a blood glucose value of 250 mg/dl. The customer stated, that the smartguard not adequately adjusting insulin delivery for high blood glucose. The customer's blood glucose ran up to 250 mg/dl after eating. And the smart guard only brought blood glucose down to 160 mg/dl, when the target range was 100. Troubleshooting was not performed. The event involved product(s) mmt-431a, mmt-7040a, mmt-1884, mmt-342. The customer reported, that their smartguard bolus recommendation was not correct. The customer reported, high blood glucose. No further patient complications were reported. No product return is required for mmt-431a, no product return was required for mmt-7040a, no product return was required for mmt-1884, no product return was required for mmt-342.